Manufacturer narrative:
The reason for reoperation: rupture and capsular contracture ii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time

Event description:
Healthcare professional reported a right side "ruptured/contracture," baker grade ii. Manufacturer of the device is unknown. Device has been explanted.